Event description:
It was reported that a user experienced elevated blood glucose after a usual late lunch while using the ilet, with the device displaying 320 mg/dl and a confirmatory fingerstick of 310 mg/dl; the user was asymptomatic and was advised to allow additional time for the algorithm to adjust, with subsequent follow-up showing improvement to 235 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included review of the event details and troubleshooting with user education regarding algorithmic insulin delivery and postprandial glucose trends. Investigation of this case revealed no device malfunction and findings consistent with expected postprandial hyperglycemia and ongoing algorithmic adjustment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related and physiological factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.